Manufacturer narrative:
The company representative has examined the system. The system message code was confirmed (via event logs) and the fluidics module was replaced to resolve the issue. Information in the service record has indicated suspicion of fluid management system (fms) re-use (which is not recommended per the dfu). Additionally, the record has also indicated that the system was left in the air conditioned room for six days. The specific degrees of the room were not listed. The valves and ring functions were also checked as part of a preventive maintenance (pm). The system was found to meet specifications after the pm was completed. The system was manufactured on september 25, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to a nonconforming fluidics module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system displayed a system message and locked during a procedure. The procedure was aborted. Additional information has been requested but none has been received.